Manufacturer narrative:
Instrument evaluated and we confirmed that l-hook portion broke off the distal end of the instrument. The instrument was in use for 10 years; probable cause is wear of long use.

Event description:
Allegedly, during a lap chole procedure the l-hook on the distal end of the instrument broke off into patient. The doctor immediately removed the broken piece, replaced the instrument and completed the procedure with no report of injury to the patient. This MDR was due on 6/24/2016, but the esg portal was down when I went to send. It came back up after business hours, so I filed on 6/27/2016. (B)(4). The FDA gateway is currently unavailable in production for webtrader users. We are looking into the issue, a follow up email will be sent shortly with more details. We anticipate the FDA gateway will be back online shortly. We apologize for any inconvenience. [End] (B)(4). Update: the FDA gateway is still unavailable in production for webtrader users. (B)(4). The FDA esg is currently available for webtrader users. The FDA esg was unavailable for webtrader users from (B)(4). We apologize for any inconvenience this may have caused.